Event description:
Customer reported unit does not provide an audible alarm. There was no reported patient injury.

Manufacturer narrative:
Cpu board was investigated and it was determined that the audio amplifier was not functioning. Audio amplifier was replaced and the defective board was scrapped after the investigation. The cpu board was tested in a test system. Cpu board passed all tests. Cpu board was connected to the monitor and the audible alarms functioned as intended. The other monitor features continued to function as specified despite the reported condition. There have been no similar component failures in the past 2 years.